Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: " ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1.keep the air/water valve¿s hole covered with your finger. 2.depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, a crack and a white-clouded area, the bending section cover rubber had a scratch, the adhesive around the objective lens was peeled and had a white-clouded area, due to the adhesive peeling around the objective lens a streak of flare appeared in the image, the adhesive around the light guide lens was peeled and had white-clouded area, the plastic distal end cover had a dent, switch 4 had wear, the paint on the suction cylinder was peeled, switch 1 had a scratch, the connecting tube had a scratch, and the protector of universal cord on the scope connector side had a scratch. The customer cleaned, disinfected and sterilized the device, flushed the air/water nozzle with detergent, wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, with no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had air and water supply failure. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.